Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a skin repair surgery due to an skin ulcer and extrusion of the device through the skin. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of issue. However, the presence of the device might have contributed to its subsequent development. The recipient will be monitored by the clinic. The device stays implanted and in use. This is a final report.

Event description:
The patient was calibrated for the first time in january and was fine. By the time he returned to the dr. Office in march, the wound was open. It was during february that the injury occurred. The device had extruded through the skin and had an ulcer of approximately 1 cm in diameter. There was no apparent infection, but the internal part was visible. On (B)(6) 2025, the user underwent a surgery to reposition the implant housing. While adjusting the implant housing, it was noticed that the electrode was pulled out from the cochlea, and they re-inserted it.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025 the user underwent a surgery to reposition the implant housing because it had extruded through the skin. A portion of the electrode array was extruded from the cochlea during the procedure. While adjusting the implant housing, it was noticed that the electrode had extruded, and they re-inserted it.